Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to a blood glucose level of 600 mg/dl. Blood glucose level at the time of the call was 600 mg/dl. Customer was wearing the insulin pump at the time of admissinon. The caller also reported that the insulin pump had no delivery alarms. Troubleshooting showed that these may have been caused by a site occlusion, but the customer requested a replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.